Event description:
It was reported that the patient required a cortisone injection for trochanteric bursitis approximately four years after implantation. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: item: 00625006530- bone screw self-tapping 6.5 mm - lot: j6932941. Item: 30123606- 36mm i.d. Size f high wall liner- lot: 65056309. Item: 00877503601- bioloxâ® delta, ceramic femoral head - lot: 3044103. Item: 110010266- g7 osseoti multihole 56mm- lot: 65052925. H6: proposed component code: mechanical (g04) - stem. The customer has indicated that the product remains implanted and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. Product has not been returned. No product evaluation was completed. Reported event is not related to device therefore, a compatibility review is not applicable. Root cause of the reported event is not device related. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.